Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after successful deployment of a 3.0 x 23 mm rx vision stent in the lcx, a dissection was observed at the distal end of the lcx, which was treated with a 3.0 x 18 mm rx vision stent. The pt is reported to be doing fine and is stable. No add'l even or pt info is available.